Manufacturer narrative:
Device explanted due to eos. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened and the inner assembly was inspected. The measurement of the battery voltage showed a depleted battery. Next, the battery was sent to the manufacturer for a thorough analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Device explanted due to eos.

Event description:
It was reported via home monitoring that this device reached eos on (B)(6) 2021. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.